Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I toxo igg results generated on the alinity I processing module for one sample. Ide (B)(4) initial result 8.3 iu/ml (reactive), repeated 0.34 and 0.72 iu/ml (nonreactive). No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I toxo igg results generated on the alinity I processing module for one sample. Ide (B)(6) initial result 8.3 iu/ml (reactive), repeated 0.34 and 0.72 iu/ml (nonreactive). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures, including replacement and cleaning of parts. However, a single definitive part could not be determined the likely cause. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.